Event description:
It was reported that a patient presented with myopotentials noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were recommended. No adverse patient consequences were reported.

Event description:
New information received that the malfunction was not reproduced as diagnostic intervention was performed. The low frequency attenuation filter was left on as previously programmed. The patient was stable throughout.

Event description:
New information received notes that a new instance of myopotentials over-sensing was noted. Programming changes were recommended. No adverse patient consequences were reported.